Event description:
Based on additional information received on (B)(6) 2014 from a nurse, the case became medically confirmed. This unsolicited device case was received from united states on (B)(6) 2013 from a non-health professional (office staff member). Based on additional information received on (B)(6) 2014, the event was updated to severely synovitic reaction/allergic reaction in right knee and joint swelling, knee effusion, knee pain and muscle stiffness were considered to be its symptoms. This case concerns a 4(B)(6) year old male patient who developed severely synovitic reaction/allergic reaction in right knee after receiving treatment with synvisc injection. Patient's past medical history included right knee effusion, past drugs, left knee arthroscopy on (B)(6) 2012 and left rotator cuff repair in 2006 and received three injections of synvisc on (B)(6) 2013. The patient's concomitant medications included ibuprofen and methylphenidate hydrochloride (concerta). No concurrent conditions were reported. No known drug allergies or allergies were reported. The patient was a non-smoker. On (B)(6) 2013, the patient initiated treatment with first intra-articular synvisc injection (dosage regimen, batch/lot number and expiration date: unknown) into right knee for osteoarthritis bilateral knees. It was reported that the patient experienced increased pain/swelling of getting the injection, since the night of receiving the injection. On (B)(6) 2013, the patient presented to (B)(6)emergency to have his knee drained where unknown amount of fluid was aspirated and was told that he had a severe synovitic allergic reaction in right knee and was put on prednisone. On (B)(6) 2013, the doctor examined the patient and reported that the knee pain was moderate (pain scale right 0-5). The knee pain was characterized as a dull aching (sharp, throbbing) and located in the medial knee and lateral pain. The knee pain was aggravated by physical activity. The patient was treated with rest, ice and medication (ibuprofen) for knee pain. In addition to this the doctor associated the symptoms with muscle stiffness and joint swelling. The same day, further treatment with synvisc was discontinued in response to event. Outcome: recovered/resolved from the event of severly synvitic reaction/ allergic reaction in right knee. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: hospitalization and intervention required for the event. Additional information was received on (B)(6) 2013: ptc investigation report was added. Additional information was received on (B)(6) 2014 from nurse: the case was medically confirmed, patient's demographics updated, past medical history, concomitant drugs added, suspect drugs route of administration, indication, site of injection, action taken, event term and treatment used to treat the event updated. Clinical course update and text amended accordingly.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment date (B)(4) 2014: in this case, the causal role of synvisc cannot be excluded for the occurrence of the event of severe synovitic reaction/allergic reaction, however, the other relevant medical history of the patient may play a contributory and confounding role in the occurrence of the event. Furthermore, the lack of information regarding the concomitant medications used by the patient precludes the complete case assessment.